Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: the deformation of the screw head could be confirmed according to the received picture. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: manufacturing location: monument. Manufacturing date: aug 28, 2019. Part number: 04.503.226.04c, ti matrixmidface screw self- drilling 6mm. Lot number: 15l7639 (non-sterile). Lot quantity: (B)(4). Production order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional / final inspection, ns032748 rev aa met all inspection acceptance criteria. Packaging label log (pll) lmd rev ae was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbri4.00. Lot number: 3l33328. Lot quantity: (B)(4) lbs. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by (B)(4) dated may 08, 2019 was reviewed and determined to be conforming. Lot summary report dated may 28, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: mar 04, 2021: DHR reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(4) 2021 during a facial fracture procedure, two (2) matrixmidface screws deformed upon insertion. The procedure was completed using another device. There was no patient consequence. There is no further information available. This report is for one (1) ti matrixmidface screw self-drilling 6mm. This is report 1 of 2 for pc (B)(4).